Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, cracked battery tube threads and cracked/bleeding lcd glass.

Event description:
Customer reported via phone call damage on the insulin pump. Customer's blood glucose level was 158 mg/dl. Troubleshooting for cosmetic damage was performed. Customer advised the display screen was cracked and they were unable to read the screen. Customer was not sure how damaged occurred but assumed something bumped into it. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.